Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was admitted into hospital due to diabetic ketoacidosis and hyperglycemia on unknown date with blood glucose level 512 mg/dl. Customer stated that the blood glucose was not going down when treating with the insulin pump. Customer stated that they changed infusion set but then customer started to throw up and not feel well. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. Customer reports they have contacted their health care professional regarding the high blood glucose. Customer stated that they were not currently using auto mode and was in manual mode for diabetic ketoacidosis incident. The device will not be returned for analysis.